Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of infection and inflammation are listed in the suture-mediated closure system (smcs), preclose proglide, ce, expanded indication, instructions for use (IFU), as known adverse event associated with the use of the perclose proglide smc system. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment with medication and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the sutures of a proglide device were pre-placed in the right common femoral artery prior to an atrial fibrillation ablation procedure. The proglide sutures successfully achieved hemostasis. Reportedly, five days post procedure the patient was feeling nausea, pain around the access site, and the area around the puncture site was red. The physician believed that the patient had developed an infection related to the proglide. Following a course of antibiotics, the patient recovered and was ready for discharge. There was no reported adverse patient sequela. No additional information was provided.